Event description:
During a remote follow up, it was noted the patient received inappropriate shocks due to fast atrial fibrillation (af) that reached the ventricular fibrillation (vf) zone. Technical support was contacted and suspected it was due to the programmed deice settings and recommended reprograming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating a medication change was implemented to resolve the event however, further inappropriate shock/atp occurred. The patient was stable.